Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in line) which occurred on home choice (hc) during drain 5 of 5. The home patient (hp) stated that he thought the therapy was over and disconnected. The hp realized that the therapy was not over and hence reconnected. The baxter technical representative (tsr) explained the alarms to the home patient (hp). The tsr advised the hp to follow up with registered nurse(rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint was confirmed. The assignable cause was use error- patient disconnected with out following emergency disconnect procedure. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.